Manufacturer narrative:
The investigation was based on logfile evaluation. It could be revealed that right after switching to automatic ventilation, the ventilator detected an expiratory flow during inspiration phase. A corresponding alarm message reinstall vent as described by the user was posted. Due to the leakage the applied volumes and resulting airway pressures were reduced and the device additionally alarmed for apnea pressure and mv low. The log file analysis further revealed that the user did not perform the recommended daily pre-use check on the date of event.if the self-supervision function of the device detects a restricted ventilation capability the device post a dedicated alarm message "reinstall vent". Other than reported the ventilation did not stop during the procedure in question; it was disturbed but continued with reduced performance. The root causes for disturbance may be manifold but the dispatched fse however did not determine any persistent error condition during on-site inspection of the device. Dräger knows an isolated number of similar complaints where a it could be determined that the peep valve was intermittently sticking and did not close fast enough when the inspiration phases began. It is seen likely tat the same explanation applies here as well. Since the impairment in ventilation was present from the beginning it can be concluded that the recommended pre-use check would have detected the problem if the user didn't aborted it. The device responded as designed to the described condition and posted the corresponding alarm. The user continued patient support in manual ventilation mode; no consequences for the patient have reportedly occurred.

Event description:
Please refer to initial MFR. Report # 9611500-2017-00093.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during the first case of the day, automatic ventilation stopped and the machine displayed a 'reinstall ventilator' message. The patient was reportedly ventilated manually and there was no patient injury reported.